Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2025, the customer went to the emergency room (ER) for the repeat occlusions with a blood glucose (bg) level of 437 mg/dl with ketones. Reportedly the customer experienced nausea, malaise, and thirst. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the ER late the same day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.